Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, two openings on the valve, wear abrasion and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: one opening sharp on the valve bond edge, crack valve and partial delamination of the valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A sharp opening on valve bond edge (anterior) due to an unidentified (tear) opening. Partial delamination of the valve (adhesive failure).

Event description:
Device has been explanted.